Event description:
Product complication: failure to recover filter basket with first recovery catheter caught on stent. Time of complication: during the procedure in 11/2005. Symptoms: none. It was reported that the first recovery catheter caught on the stent. The catheter was removed and a second catheter was used to successfully retrieve the filter basket. No additional information was available.